Event description:
Related MFR report: 1627487-2020-32442.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32442. It was reported the patient's left s1 placement drg system lead migrated. Surgical intervention was taken, during the procedure the physician attempted to remove the lead, but the lead got caught in scar tissue and could not be removed. A new s1 lead was implanted and therapy was restored postoperatively.